Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6)2022 in which the ipg was explanted and replaced.

Manufacturer narrative:
The reported issue was confirmed. The ipg was in the service application state due to the patient's unrelated surgery. The device was returned without any visible anomalies or damage. It failed to communicate with lab clinician programmer. The uep inductive tool showed that the device was in the service application state. Attempts to restore the device to the therapy application were unsuccessful due to crc failure. Due to the state of the device, no functional testing could be performed. This communication issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. When the device enters the service application state as a result of exposure to high energy and does not exit correctly, there is potential for corruption and crc failure. The clinician programmer will be unable to communicate with the implantable pulse generator (ipg) when this occurs. It was reported the patient had gall bladder surgery on (B)(6) 2021, so this is what caused the device to enter the service application state. It was also noted the device was not in surgery mode as received. There is sufficient information in the dfu regarding the use of electrocautery.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.